Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the erbe generator was faulting with error code u-02. Technical support was contacted and the technical support engineer (tse) asked the operating room (or) staff to disconnect erbe generator power cord and leave power disconnected for over one minute. Then the tse asked or staff to disconnect erbe foot pedal cables as well. The erbe error faults returned on power up. Or staff switched to a covidien forcetriad generator. No further issue reported. The surgeon continued with the case with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on field evaluation. The field service engineer confirmed the issue and replaced the erbe generator. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not yet received the replaced part for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. Investigation confirmed the error faults. A review of procedure logs was performed. The cholecystectomy procedure was completed on (B)(6) 2022 via system (B)(4). This complaint is being classified as a reportable event due to the following conclusion: it was reported that the erbe generator interrupted the activation during the procedure and the issue could not be resolved. The customer used a third party generator to resolve the reported issue. System unavailability after first port incision could lead to a conversion, which has caused an adverse event due to the patient¿s inability to tolerate the open procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.